Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device displayed an e5 error code, leaked air, and generated heat. It was further observed that the device had a damaged wire, and component and cord damage. It was determined that there was a hole in the hose of the handpiece. The hole was in the wiring and cooling section of the handpiece, which caused the motor and wiring to fail. It was further determined that the nose of the handpiece was also worn, which made the insertion of an attachment difficult. It was further determined that the device failed pretest for visual assessment and motor thermistor assessment. It was noted in the service order that the device was not functioning properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device generating heat, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).